Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: bending angulations were out of specifications; distal sheath glue was worn out; the distal end insulation was out of specifications; the light guide lens was cracked; the biopsy channel was scratched; the insertion tube was wrinkled near the glue; the objective lens was cracked; the rip unit was cracked; the seat holder was worn out and difficult to enter air during the leak test; and a foreign part was clogging the biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a veterinary animal procedure, the forceps insertion on the evis exera ii gastrointestinal videoscope astroie became blocked, and the instrument was unable to pass through. During the evaluation of the device, it was noted that the biopsy instrument channel was clogged with a foreign object that could not be identified. This report is to capture the reportable malfunction of a foreign object found in the biopsy channel was noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to the leakage from the grip, the foreign matter could not be removed due to improper reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the instrument channel." 2) "be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control." Olympus will continue to monitor field performance for this device.